Event description:
It was reported the core-wire popped through the balloon during an esophageal dilatation procedure. Another balloon catheter was used to successfully complete the procedure without complications. The device was received and evaluated by the MFR. The evaluation revealed the wire protruding through the balloon. The balloon had a 9cm longitudinal burst. Although co cannot determine the cause the cause for this event, longitudinal bursts can occur with overpressurization. The directions for use for this product state: "warning: to prevent balloon burst, do not exceed the maximum inflation pressure stated on the catheter's hub label and package label."